Event description:
Post op x-rays shows the tip of the broken drill bit is next to the helical blade. It was noted the facility was concerned the whole system is off angle and misaligned. Surgeon manipulated the set to complete the procedure successfully, the helical blade was inserted without difficulty, and there were no further incidents and no intraoperative adverse effect to the patient was noted. Procedure was delayed approximately one (1) hour. This is 2 of 5 reports.

Manufacturer narrative:
The device history records were reviewed and (B)(4) was found for g2 oversize and poor finish. The one nonconforming part found for t1 was scrapped and the parts with poor finish were accepted as conforms by the qe. The nonconformances found in this DHR review are not relevant to an alignment as described in this complaint. The investigation is on going.